Event description:
It was reported that the customer entered wrong basal rate, correction factor and target blood glucose (bg) level due to user error. Customer experienced a low blood glucose (bg) level that was displayed as "low", although a specific value was not given. Customer consumed carbohydrates to address bg. Tandem technical support guided the customer through correcting the settings to address the event.